Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the threading was worn where the battery cap screws on. The customer also reported the act button was unresponsive. Customer also reported condensation inside the insulin pump's screen. It was also found the customer had unexplained no delivery alerts. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.